Manufacturer narrative:
The insulin pump had a blank display due to a shorted driver at the liquid crystal display board. The off no power anomaly could not be verified due to the blank display. The insulin pump had a broken reservoir tube lip, cracked display window, a cracked case at a display window corner and a scratched reservoir tube window.

Event description:
It was reported that the insulin pump had an off no power alarm multiple times. It was noted that the alarm occurred less than twenty four hours after the low battery. Customer was unable to turn the insulin pump on even after a battery change. Customer's blood glucose reading at the time of the call was 156 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.